Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that a patient experienced a cardiac tamponade. During a procedure a intellanav stablepoint open-irrigated catheter was selected for use. After delivering around 140 ablations, while the catheter was in the superior anterior in the left atrium a steam pop issue occurred. Physician performed many ablations at the same area which may have contributed to the steam pop. The physician suggested an anatomically thin area, after 5 minutes, the respiratory rate and oxygen saturation went down, and a pericardial effusion was observed. Fluid drainage was performed and 600ml was extracted when the bleeding stopped. The patient was taken to intensive care where it's expected to fully recover. The procedure was not completed. The device is not expected to return as it was disposed.